Event description:
It was reported that the pacing lead impedance has steadily increased since implant. A loose setscrew was noted during surgical procedure. After the setscrew was tightened, all values were normal. Hence, the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.